Manufacturer narrative:
The manufacturer previously reported a ventilator's blower motor, flow sensor and tubing kit were replaced to address a ventilator inoperative condition. There was no report of patient harm or injury. The estimate was not approved by the customer and the device was returned unrepaired.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor, flow sensor and tubing kit were replaced to address the issue. The device had evidence of water ingress. The user manual states, "do not immerse the device in liquid or allow any liquid to enter the enclosure or inlet filter."